Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, and cracked reservoir tube window noted. The test reservoir did not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir broke off. Customer's blood glucose level was 137 mg/dl. The casing of the reservoir fell off. Top half of the reservoir was gone. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.